Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. After 26mm sapien 3 ultra resilia valve was aligned on the 26mm commander delivery system, the aortic arch and ascending aorta were traversed without issue. There was resistance crossing the native valve. Multiple attempts to pull the tavr back and change the flex were performed. After the tavr crossed the annulus then team attempted to bring the pigtail back down to the annulus but there was some resistance in the proximal ascending aorta. An angio revealed a possible ascending aorta dissection. Tee confirmed a type a dissection and the patient was converted to surgery. The tavr was taken back in to the 14f esheath pluss without issue. The devices were all removed without issues. The patient received a surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was received for evaluation. 3mensio imagery was provided and the following was observed: patient had a horizontal aorta with root angle 64 degree and calcification in the landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported event was unable to be confirmed as no relevant procedural imagery was provided. Available information suggests patient factors (calcification, tortuosity) likely contributed to the difficulty crossing as the 3mensio imagery review showed that the patient had a horizontal aorta and calcification in the landing zone. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on general procedural risks. The benefits of the device outweigh the risks associated with delivery system and/or crimped valve interferes with aorta, resulting in aortic rupture/aortic dissection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.